Event description:
The healthtronic service technician who operated the cryocare cs surgical system console during the procedure first notified his manager of the incident stating "during the first freeze cycle the ultrasound image degraded. Suspended the freeze and brought in an external ultrasound system to continue the procedure. Restarted freeze procedure and at sometime during the freeze sequence, the patient expired." It was reported that the recommended pre-testing of the probes passed and no observed leaks were noted.

Manufacturer narrative:
Six cryoprobes that were utilized in the procedure were hand-delivered to endocare in a cryo-206v box. Each probe was decontaminated in wavicide solution. Two thermometers were used to record temperatures: one for the shaft temperature, and one for the thermocouple temperature. A cryocare surgical system was used for the test. The probes were coiled together into one bundle. They were separated for decontamination in the following order. Visual exam: five of the probes appeared to be normal for used product with the exception of probe a263955 exhibiting a shaft bent in 3 locations: near the handle, in the mid-section, and near the tip. Functional testing: all 6 probes were helium leak tested for 90 seconds in water, followed with a 3 minute freeze cycle with argon gas and then thawed utilizing helium for 90 seconds. The 5 of the 6 probes passed this leak and freeze testing. Probe a263955 had gas bubbles visible coming out near the tip of the shaft during the helium flush, gas bubbles during the helium thaw for 90 seconds. This probe was then examined under magnification and determined to have a compromised weld at the tip to shaft joint. Conclusion: probe a263955 failed due to gas leak at probe tip where weld joint was breached due to trauma or inordinate use. Remaining 5 probes all passed functional testing with no gas leakage. See scanned pages.